Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had flickering in the image, experienced scope communication issue (error e226), and that a pin at the processor camera head connection point was deformed. The receptacle was also found to be faulty. The issue was found during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported issue scope communication (e226) was not confirmed however flickering in image was conformed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error (e226) could not be determined, and the cause of the flickering in the image was a faulty receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.